Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor displayed e226 scope communication error and flickering in vision. The issue was found during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure of e226 scope communication error was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: transmitter and receiver module failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the e226 scope communication error was caused by a malfunction of the transmitter and receiver module. Additionally, for the malfunction involving image flickering, no confirmation was obtained. A probable root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.